Event description:
It was reported that prior to a routine fitting, testing was performed which showed high impedances on all channels and the ground electrode status being undeterminable. The clinical speech therapist could not get any info nor confirmation from the patient's mother about a possible impact on the implant area. At the moment, it is impossible to say if the active electrode damage was caused by micromechanical loads by an external impact on the electrode array. Previous testing was carried out in june which showed all channels within a normal range.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.